Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform ii system 1; medwatch with identifier (B)(6) is inform ii system 2. Strips not available for return.

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on inform ii system 1, 154 mg/dl on inform ii system 2 within 10 minutes. No adverse event was reported. Strips are not available for return.